Event description:
It was reported that there was "a respondent" who reported that a patient implanted with a baclofen pump had an infection and mild meningitis and a "fluid leak". The pump was reportedly removed, but the patient was doing well and being managed on oral medication. It was noted that the respondent had reported the incident to the manufacturer who was "working with her". Additional information was unable to be requested as the physician reportedly did not consent to being contacted.

Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_cath, serial# unknown, product type: catheter. (B)(4).